Event description:
During an unrelated procedure, damage of the right ventricular lead (rv) lead was observed. It was not known whether any intervention was performed. The patient was stable with no consequences.